Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v443426 , implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v415286, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had deep brain stimulator for parkinson¿s disease since 2010 with much success. Previously the patient had only been activated on the right hemisphere for their left side. Recently the patient was activated on the left hemisphere for their right side and it appeared that the patient probably had a minor transient ischemic attack (tia) at that time. Patient was inquiring about MRI of their brain to see what happened. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.